Manufacturer narrative:
H10: the lot number was provided for the two malfunctions, and lot history reviews were performed. For the reported malfunctions, one device was returned and the other malfunction only returned product packaging and label, but no actual device. Deflation issue was not identified for either malfunction. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two (2) malfunction. A review of the reported information indicated that model v1840200 pta balloon dilatation catheter allegedly experienced a deflation issue. This information was received from various sources. The two malfunctions involved patients with no known impact to the patient. One patient was an 83 year-old male and the other was a 53 year-old female, weights not provided.

Manufacturer narrative:
For the reported malfunctions, one device was returned and the other malfunction only returned product packaging and label, but no actual device. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes two (2) malfunction. A review of the reported information indicated that model v1840200 pta balloon dilatation catheter allegedly experienced a deflation issue. This information was received from various sources. The two malfunctions involved patients with no known impact to the patient. One patient was an (B)(6) year-old male and the other was a (B)(6) year-old female, weights not provided.